Event description:
Complainant had pacemaker implant surgery. The guidewire was left in complainant's body, and still remains there today. Pt is concerned that the guidewire may have broken off during the implant procedure, and continues to worry that the guidewire may again break or cause further adverse events. Complainant was not informed of the guidewire was still in body until a second implant procedure 6 yrs later. Since 1/3/01 the complainant has been trying to get the hosp/physicians to provide info relating to the MFR, the guidewire MFR, and whether leaving the guidewire in body will cause any adverse events. To date, neither the hosp nor the physicians has been willing to disclose any info to the complainant.